Event description:
On (B)(6) 2025, (B)(6) became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to unspecified pd catheter (not a (B)(6) product) issues, and an exit-site infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).